Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed no issues with the calibrations and quality controls (qc). Siemens dispatched a customer service engineer (cse) to the customer site. The cse inspected the advia centaur xpt instrument and noted the ancillary probe had droplets and a leak at the ancillary tubing manifold. The cse cleaned and serviced the manifold and reseated the ancillary tubing as part of the service. A prime was performed on the ancillary probe, and no droplets were noted. The customer ran qc and a precision test with the antibodies to (B)(6) assay. The results were verified and acceptable. Siemens reviewed the event and concluded that the (B)(6) assay does not utilize the ancillary reagent during the sequence of (B)(6) testing. The cause of the (B)(6) results is unknown. The instrument was verified and operational post the service visit. No further evaluation of the device was required.

Event description:
The customer obtained discordant ((B)(6)) results when running the antibodies to (B)(6) surface antigen ((B)(6)) assay on the advia centaur xpt instrument. The results were reported and questioned by the physician(s). The customer used the same instrument to perform repeat testing. The customer noted that repeat results were negative and issued corrected reports. There are no reports of patient intervention or adverse health consequences due to the (B)(6) results.